Manufacturer narrative:
One non-sterile enterprise was received coiled in a plastic bag. The enterprise was found inside a prowler select plus microcatheter. The distal coil of the enterprise and the stent were found exposed out of the microcatheter's tip. Several attempts were made in order to retrieve the enterprise from the microcatheter, but it was not possible to do it; therefore, a functional test could not be performed. The unit was sent to an x-ray analysis in order to identify the type of residues in-between the enterprise and microcatheter that impeded the withdrawal. An x-ray analysis was performed and the results showed that the light colored deposited material was composed of carbon, oxygen, chlorine, sodium and iodine. It is possible that some of the elements found (sodium, chlorine) may have come from saline solution while the iodine found could have come from contrast media. Carbon and oxygen are elements that are present in every analysis and are not related to the failure. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01418936. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint reported as "delivery wire_ impeded-in microcatheter" was confirmed given that the enterprise could not be withdrawn from the microcatheter; however, the x-ray results showed that the residues that impeded the withdrawal of the enterprise could have come from contrast media. At this time assignment of root cause for this complaint is speculative although based on the evidence presented by the device and the complaint file information, it appears that procedural factors could have impacted on the event. Neither the analysis nor the DHR review suggests that manufacturing factors could have contributed to the reported failure. No corrective actions will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with MFR report # 1058196-2010-00130 and 1058196-2010-00131. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Note: lake region lot number 01418936 is cordis lot number 13471841. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01418936. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. This one of two products used during the same procedure on the same patient, which is associated with MFR report # 1058196-2010-00130 and 1058196-2010-00131. Additional information will be submitted within 30 days of receipt.

Event description:
During an embolization procedure assisted with an enterprise system, the enterprise delivery system was stuck in the prowler select plus microcatheter and the device could not be pushed or pulled. The same microcatheter was not utilized to complete the procedure. The final outcome was that the procedure was successfully completed without patient injury or adverse event, etc. The target site was a normal distal internal carotid artery. The vessel proximal and distal diameter was 3.2mm and 3.8mm. All the products were new. After removal from the package, the products were not damaged. All the products were prep per IFU guidelines (flush, etc). Neither the microcatheter nor the enterprise distal tip was re-shaped. A constant and dedicated flush was maintained through all the devices. No extra maneuvering was conducted during the procedure.

Manufacturer narrative:
During an embolization procedure assisted with an enterprise system, the enterprise delivery system was stuck in the prowler select plus (606s255fx) microcatheter (mc) and the device could not be pushed or pulled. The same mc was not utilized to complete the procedure. The specifics of how the procedure was completed are not known; however, it was reported that the procedure was successfully completed without patient injury or adverse event, etc. The target site was a normal distal internal carotid artery. The vessel proximal and distal diameter was 3.2mm and 3.8mm. All the products were new. After removal from the package, the products were not damaged. All the products were prep per IFU guidelines (flush, etc). Neither the mc nor the enterprise distal tip was re-shaped. A constant and dedicated flush was maintained through all the devices. No extra maneuvering was conducted during the procedure. One non-sterile enterprise was received coiled in a plastic bag. The enterprise was found inside a prowler select plus microcatheter. The distal coil of the enterprise and the stent were found exposed out of the mc's tip. Several unsuccessful attempts were made in order to retrieve the enterprise from the mc; therefore, a functional test could not be performed. The unit was sent to an x-ray analysis in order to identify the type of residues in-between the enterprise and mc that impeded the withdrawal. Sem analysis was performed and the results showed that the light colored deposited material was composed of carbon, oxygen, chlorine, sodium and iodine. It is possible that some of the elements found (sodium, chlorine) may have come from saline solution while the iodine found could have come from contrast media. Carbon and oxygen are elements that are present in every analysis and are not related to the failure. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01418936 which corresponds to cordis lot 13471841. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported inability to advance or withdraw the enterprise system from the prowler select plus mc was confirmed. The x-ray results showed that the residues that impeded the withdrawal of the enterprise could have come from contrast media, possibly indicating an inadequate continuous flush as outlined in the instructions for use. The assignment of root cause for this complaint is speculative although based on the evidence presented by the device and the reported information; it appears that procedural factors could have impacted on the event. Neither the analysis nor the DHR review suggests that manufacturing factors could have contributed to the reported failure. Therefore, no corrective actions will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with MFR report # 1058196-2010-00128 and 1058196-2010-00129.